Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. A cartridge change was performed resolving the occlusion. The customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy.